Event description:
When unloading a patient the team missed the safety hook and dropped the patient. It was reported that the patient was injured, however it was not reported if medical intervention or adverse consequences occurred.

Event description:
When unloading a patient the team missed the safety hook and dropped the patient. It was reported that the patient was injured, however it was not reported if medical intervention or adverse consequences occurred.

Manufacturer narrative:
Upon evaluating the device, the field technician was unable to duplicate the alleged cot drop event. However, it was further reported that the ambulance deck was wide enough for the safety bar to miss the safety hook if the cot were to be unloaded too far to one side. It is likely that the user may have unloaded the cot too far to one side, causing the safety bar to miss the hook. The user facility will be installing an additional safety hook to prevent this from happening in the future.